Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to leak in system. No information about the patient outcome is available at the moment. Additional information was requested. Patient experienced recurring incontinence. System had no fluid in it so a small hole is likely. No adverse patient effects.